Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/12/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, smart device and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and failed. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of loss of connection. The root cause was determined to be a defective transmitter.